Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5a20g. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: was the device locked on tissue with the jaws closed? No. The jaws did not open before approaching the target tissue. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No further information is available. Did the jaws eventually open? No further information is available.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws did not open after the device inserted in to the patient through the trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a20g device evaluation summary: the analysis found that one pcee60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.